Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, several atrial noise reversion and noise causing auto mode switch was noted on the lead. The noise was replicated with isometric movements. The patient was stable and no further action was taken. The patient would continue to be monitored.